Event description:
The account alleged the patient fell out of the bed and the bed exit did not alarm. The account alleged the nurse put the patient back into bed and the patient tried to get out of the bed again and fell and broke his pelvis.

Manufacturer narrative:
The account stated their maintenance department took the bed out of service but they cannot duplicate the issue. The technician investigated and tested all the bed exit functions and found they functioned as designed, no problem found. The account stated a staff member found the patient on the floor by the bathroom door and claimed the bed exit was still enabled and was not alarming. The account stated the patient had broken their pelvis and would not release any other information.